Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 1 message. This complaint is classified according to the documentation of the customer care advocate as the pt was not inclined to provide any more info during the follow-up callback on 07/08/2009. The pt claimed that he had ketoacidosis, due to the product issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the date and time of when the error 1 message began and the onset of the ketoacidosis condition. This complaint is being reported because the pt claimed that he had ketoacidosis due to the error 1 message on the subject meter. Further information could not be obtained from the pt. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.